Event description:
It was reported that there was intermittent high impedance and unacceptable thresholds. It was also reported that the device showed a polarity switch. The lead was capped and the device was explanted. No patient complications were reported as a result of this event.